Manufacturer narrative:
A separated report for versacross dilator is being submitted. Detailed product information was not provided to bsc. Good faith efforts to obtain the information were completed but the information was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion occurred.a left atrial appendage (laa) closure procedure was being performed, and a versacross connect laac access solution (vcc) was selected to be used. During the procedure, a non-boston scientific (bsc) intracardiac echocardiography (ice) catheter was inserted via a non-bsc 10 fr sheath in the groin. A pericardial sweep was performed, but imaging was difficult, and it was unclear whether a baseline effusion was present. The physician then proceeded to image the septum, but visualization was challenging due to a small left atrium, so fluoroscopy was used to assist. After approximately 15 minutes, a location was identified that appeared adequate and safely away from the aorta and posterior wall. This was later confirmed on transesophageal echocardiography (tee). However, the physician remained uncertain of the exact location. Despite this, the team proceeded and used the versacross connect system to cross the septum. On the initial attempt, the wire could not be visualized in the left atrium on intracardiac echocardiography (ice) or fluoroscopy. A second attempt was made, and the wire appeared to cross the septum. The was sheath was then advanced across the septum, at which point the physician noted that the pigtail wire was not behaving normally and could not be advanced into the pulmonary vein or laa, appearing instead to dip only into the ventricle. At that time, the physician attempted to switch to a non-bsc j-tipped wire, which appeared to be able to be steered into the vein. Subsequently, the physician attempted to advance the ice catheter but was unable to maneuver it within the left atrium. Tee was then performed, revealing a patent foramen ovale (pfo) and a small channel in the septum where the wire had passed. A repeat pericardial effusion sweep was performed, and an effusion was noted. The effusion was monitored for approximately 40 minutes. The case was aborted after tee showed that the wire had not fully crossed the septum. Following monitoring, the effusion remained stable and small, requiring no intervention. Both the versacross wire and dilator were in the patient when the effusion was identified. Based on physician opinion no device malfunction was suspected. The physician believed the difficult visualization obtained with the non-bsc ice catheter was the primary contributing factor. The exact wire course could not be determined, and it remained unclear whether the wire traversed the pfo followed an alternate septal tract or created a new tract. The patient was hemodynamically stable during the entire case and did not need any pressure support by anesthesia. The patient is stable, has had no further issues, is expected to be discharged and expected to fully recover. The patient was admitted over night for observations and discharged the next day the plan is to reschedule the procedure using tee.